Manufacturer narrative:
Journal name: yonsei medical journal title of article: routine angiographic follow-up versus clinical follow-up after percutaneous coronary intervention in acute myocardial infarction literature reference: doi.org/10.3349/ymj.2017.58.4.720 received: december 23, 2016 revised: march 2, 2017 accepted: march 9, 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Seven-hundred seventy-four (774) patients were enrolled to this study and divided into two sub-groups of routine angiographic follow-up (raf) and clinical follow-up (cf). At three-year follow-up, the following cumulative events were reported: cardiac and non-cardiac deaths, st-elevation and non-st-evelation myocardial infarction, late and very late stent thrombosis and revascularization of the target lesion and target vessel.